Event description:
It was reported that the patient fell out of a hospital bed onto his neurostimulator. He received painful stimulation and then it stopped working effectively. The lead broke. His neurostimulator and lead were replaced. The patient recovered without sequela.